Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the implantable cardioverter defibrillator had ventricular undersensing during an episode of atrial fibrillation with rapid ventricular response. The physician noted that this undersensing had been a known issue with the device. The patient was asymptomatic and in stable condition. The patient would continue to be monitored.